Manufacturer narrative:
Device analysis is in process. A supplemental report will be submitted for failure analysis. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred while using a csi orbital atherectomy device (oad). The target lesion was located in the circumflex artery. The physician used a runthough guide wire and an xb 3.5 guide catheter to access the lesion. The runthrough wire was exchanged for a csi viperwire guide wire and the oad was loaded onto it. The physician performed four runs at low speed, but after removing the oad, discovered a perforation in the circumflex artery. The patients hemodynamics changed slightly, but returned to normal without intervention. The physician was able to resolve the perforation by deploying three covered stents. The patient was stable at the completion of the procedure. Requests for additional information have been made, but none has yet been received.

Manufacturer narrative:
Device analysis: the oad was returned without the original guide wire. The brake lever was observed to be broken off by some form of impact, possibly from being shipped back without the protective tray. The damage is not considered a contributing factor to the difficulties experienced during the procedure. The initial visual and tactile examination did not reveal any additional damage or abnormalities. Further examination revealed that the crown and distal tip bushing remained intact and undamaged. No biological material was observed on the driveshaft or crown. The outside diameter (od) of the crown was measured using a calibrated dial caliper and met the drawing specification. The placement of the crown and driveshaft dimensions also met the drawing specifications. An in-house test wire was loaded through the device without resistance. The oad was tested and spun at low speed and at high speed with no abnormalities observed. The device was turned on and off numerous times with no issues observed. While performing functional testing the power cord, brake, and control knob were manually manipulated to determine if there were any functional concerns with the components that would have contributed to the reported event. The device and components functioned as intended with no abnormalities observed. At the conclusion of the failure analysis investigation, the root cause of the perforation could not be determined. The device history record for the oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).